Event description:
Caller states the patient tested >8 inr on the coaguchek xs system and 4.6 inr on a comparison lab. No actions were reported taken or treatment received. Caller reports that the patient is noncompliant with her medications and is on 8000 units of heparin sub q daily. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the sheath did not split properly. It was not known how hemostasis was achieved. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.